Manufacturer narrative:
(B)(4).

Event description:
It was reported the pt was having coupling and/or communication issues with the recharger. The pt was 3 weeks post implant and was still swollen. The pt had never been able to get more than 2 coupling bars while recharging. The health care provider stated the recharging issues were due to the stimulator flipping. The pocket was revised due to the inability to charge, and all implants remained. Following surgery, the stimulator was functioning "well", and there was no pt injury.